Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx pro laa closure device was implanted on (B)(6) 2024. At the routine 45-day follow-up, it was noted via transesophageal echocardiography (tee) that the closure device had migrated out of the laa and was in the ascending aorta. The physician successfully retrieved the device via arterial access on (B)(6) 2024. There was no patient consequences reported.